Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbago/constant back pain"), urinary tract infection ("urinary infections") and anal abscess ("purulent anal fissure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and crohn's disease. On an unknown date, the patient had essure inserted. In (B)(6), the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), urinary tract infection (seriousness criterion medically significant), vaginal infection ("vaginal infections"), omphalitis ("navel mycosis"), anal fissure ("purulent anal fissure"), anal abscess (seriousness criterion medically significant), uterine hypertonus ("contraction of uterus (terrible when she was standing up, when she sitted or was lying)"), anorectal disorder ("contraction of anus"), dysgeusia ("taste of silver and metal in mouth"), gingival bleeding ("gums bleeding with pus"), gingival abscess ("gums bleeding with pus") and tendonitis ("tendinitis of shoulders, arms and wrists"). The patient was treated with surgery (removal of fallopian tube bilateral salpingectomy via laparoscopy on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, urinary tract infection, vaginal infection, omphalitis, anal fissure, anal abscess, uterine hypertonus, anorectal disorder, dysgeusia, gingival bleeding, gingival abscess, tendonitis and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, anal abscess, anal fissure, anorectal disorder, back pain, dysgeusia, gingival abscess, gingival bleeding, omphalitis, tendonitis, urinary tract infection, uterine hypertonus and vaginal infection with essure. Diagnostic results: pathological anatomy examination found one normal tube and fibrous thickening of tubular folds with no inflammation was found in the wall of the other tube. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 320 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.